Manufacturer narrative:
The investigation for placement signal issue has been completed. The placement signal reading was not correlating with the arterial line. No product was returned. Data logs did not exhibit any abnormalities. Motor current and pump flow indicate that the pump was running correctly. The root cause of the optical signal issue was most likely patient condition related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-15019. E4 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp placement signal was reading over 280 and was not correlating with arterial line. The impella was removed and replaced.